Event description:
It was reported to philips that the device's electrode plates need replacement. There was no patient involvement.

Manufacturer narrative:
The asp evaluated the device on site. It was determined that this was a malfunction of the electrode plates which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.